Event description:
A report was received that the trial patient developed at infection at the lead site. The patient's symptoms were fever, aches, swelling, pus and pain at the lead site. The physician pulled the trial leads and prescribed the patient oral antibiotics. A culture was not taken.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, (B)(4), description: enh st ld kit, 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.